Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine office check-up on (B)(6) 2017. Upon review, the patient's implantable cardioverter defibrillator was found to have reverted to backup operation on 12/7/2017 due to event queue overflow. After a device software was downloaded, normal device function was restored.